Event description:
The initial reporter received questionable tina-quant c-reactive protein IV results from five samples from the same patient tested on the cobas 8000 c702 module. The results were questioned as they did not fit the patient's clinical picture. On (B)(6) 2024, the result was >700 mg/l with a data flag. On (B)(6) 2024, the result was >700 mg/l with a data flag. On (B)(6) 2024, the result was >700 mg/l with a data flag. On (B)(6) 2024, the result was >700 mg/l with a data flag. On (B)(6) 2024, the result at 1:2 dilution was >700 mg/l with a data flag. The patient sample from (B)(6) 2024 was sent to another laboratory that uses an abbott analyzer. The result from this analyzer was 85 mg/l with a data flag. The result of the linearity study using serial dilution did not produce linear results and suggested an interferent in the patient sample.

Manufacturer narrative:
The serial number of the customer's cobas 8000 c702 module is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The customer's current calibration results are flagged. The customer's qc recovery showed high imprecision. The patient sample was received for investigation and was tested for crp4 in normal, decreased mode and 1:10 automatic dilution. The investigation's qc recovery was within the specified ranges. The investigation confirmed the customer's results. A reagent-specific issue was not identified. The reagent is working according to specifications. The investigation determined the event was consistent with a patient-sample issue (interference or gammopathy). Based on the information provided, the event's specific cause could not be determined.